Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a rapidly expanding abdominal aortic aneurysm. The endurant stent graft implant procedure was completed successfully. It was reported that prior to discharge from the hospital the angiography revealed a proximal type ia endoleak. There was calcification in the proximal aortic neck. No further treatment has occurred or is planned to be provided to the patient. The patient will be monitored by the physician. The physician stated that the cause of the event was due to patient anatomy of calcification in the proximal aortic neck. No clinical sequelae were reported and the patient is fine.